Event description:
It was reported that when using the bd pyxis¿ es refrigerator was faulty and had no power. The customer tried to power switch with no success. Medications inside were likely required to be wasted due to elevated temperature. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer worked with the customer and identified that maintenance had unplugged the refrigerator due to a breaker malfunction, which was not related to our system, instructed the customer to perform a full inventory of the refrigerator and verified that all pockets were accessible. The customer successfully completed the inventory and confirmed proper functionality. The system functioned as intended when the field service engineer investigated the issue.